Event description:
The customer obtained two non-reproducible higher than expected vitros amon quality control results (biorad level 2= 96.4 mol/l and 90.8 mol/l versus an expected result=68.65 qc mean mol/l) processed on a vitros 5, 1 fs analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Patient samples were not processed while quality control was out of range, per laboratory policy. There was no allegation of patient harm as a result of this event. (B)(4). This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved.

Manufacturer narrative:
The investigation determined that two higher than expected vitros amon quality control results were obtained on a vitros 5, 1 fs analyzer. No information was available regarding potential ammonia contamination as a contributing factor to the higher than expected qc result. During investigation activities, it was indicated that the analyzer was re-calibrated to address the higher than expected vitros amon qc result. The ocd csc assisted the customer to return the vitros amon qc to expected performance by restoring the previous calibration parameters. The investigation was unable to determine a definitive root cause for the higher than expected vitros amon qc results.